Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report the patient had a hypoglycemic event leading to a seizure (B)(6) 2015, and his receiver was having intermittent audio output. Patient's wife called the paramedics due to the patient having a seizure and they transported him to the hospital. The patient was admitted to the hospital even though his blood glucose was at a normal level. Neurological testing and a nuclear stress test were performed to rule out any other factors that could be causing his seizures. Testing concluded that the seizure was due to the patient's diabetic hypoglycemia. The patient was released on (B)(6) 2015. The patient is currently in good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and seizures. However, a root cause cannot be determined for the reported intermittent audio output, hypoglycemia, or seizure.